Manufacturer narrative:
Updated data: a.1: pt. Identifier: a.2: age at event: a.3a: sex: a.3b: gender: a.4: weight in lbs: b.2: outcome attributed to adverse event b.2.3: date of event: b.5: event description d.4: model #: h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported 1 day post implant of this temporary pacing lead, the patient was noted to have persistent arrhythmia on the pacing monitor. The patient was then assessed, and it was found that they were unresponsive and pulseless on pulse check with shockable rhythm. Advanced cardiac life support (acls) with cardiopulmonary resuscitation (CPR) was started immediately, as a shock was delivered to the patient along with medication. The patient then returned to normal sinus rhythm. It was further reported that the physician believes the patient had polymorphic ventricular tachycardia (pmvt) for approximately 3 minutes, which was likely pacemaker mediated due to asynchronous ventricular pacing through the pacing leads. No additional adverse patient effects were reported.

Event description:
Medtronic received information that after an unknown duration post implant of this temporary pacing lead, it was reported that the c onnection between the lead and another manufacturers cable was noted to be intermittent and the patient went into torsades. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.